Event description:
The surgeon implanted a lens. The pt has an intraocular infection, endophthalmitis. The lens remains implanted in the pt's eye. An injection and posterior vitrectomy was performed. No additional info has been received.